Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Demayo clamp would not clamp into bedrail. Pka procedure delayed 15-20 minutes.

Event description:
Demayo clamp would not clamp into bedrail. Pka procedure delayed 15-20 minutes.

Manufacturer narrative:
Reported event: customer reported that the demayo clamp would not clamp into bedrail. Device evaluation and results: device evaluation was not performed and the imp demayo knee positioner - 25 kit event was not confirmed. Device history review: not performed as the imp demayo knee positioner - 25 kit is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the imp demayo knee positioner - 25 kit. There have been no other events for the referenced part number that can be confirmed. Conclusions: no product inspection could be completed to due to the part not being returned. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Device not returned.